Event description:
It was reported to boston scientific corporation that securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, on (B)(6) 2012, when the device was being checked, it was noticed that the securi-t came out of the patient. The y-port adaptor also detached from the device. The device was replaced with a non-boston scientific device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be good.

Event description:
It was reported to boston scientific corporation that securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, on (B)(6) 2012, when the device was being checked, it was noticed that the securi-t came out of the patient. The y-port adaptor also detached from the device. The device was replaced with a non-boston scientific device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be good.

Manufacturer narrative:
A visual examination of the device found the internal and external bolsters to be without issue. The c-clamp supplied with this device was not returned. The universal adaptor (y-port) supplied with this device was not returned. A bard y-port was found attached the proximal end of the feeding tube. The condition of the returned device could not be evaluated with respect to y-adaptor detachment because the universal adaptor supplied with this device was not returned. The securi-t device was returned with a bard y-port in the proximal end of the feeding tube. The bsc universal adaptor was not returned for analysis, therefore it cannot be verified if there was an issue with the feeding tube/ universal adaptor barbed connector interface. The internal bolster was found to be without issue and no further information was available regarding the feeding tube inadvertent removal. Therefore the most probable root cause is undeterminable. A device history record (DHR) review of lot number 14595950 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14595950.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported that the patient is over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.